Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has multiple scs systems. This report is in relation to the scs system implanted on (B)(6) 2008. It was reported the ipg is unable to communicate with the external devices and hence the ipg is inoperable. Reportedly the patient has not recharged her ipg in years. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. The patient was reprogrammed postoperatively on (B)(6) 2016 and is receiving effective stimulation.